Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9630-4, serial number/date code unknown. The owner's manual part number xxxxxxxxx was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female, and (B)(6). However, age and height are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.

Event description:
(B)(4). It was reported by the consumer that the 9630-1 commode seat was cracked from front to back, and the patient got stuck in the crack, resulting in minor skin tear and minimal bleeding. No medical attention was sought.